Event description:
Evaluation summary: the device was returned to manufacturing facility for evaluation. The stent had moved proximally off the balloon. The balloon had been partially inflated. The hypotube was kinked approximately 30cm and 103cm distal to the end of the strain relief. Numerous segments on the returned stent were deformed - the 3rd, 4th and 5th proximal stent segments showed the worst damage. The device passed negative prep and was inflated to rated burst pressure (16 atms) successfully.

Manufacturer narrative:
Evaluation results: related to operational context (device inspected prior to use with no issue noticed). Evaluation conclusions: operational context caused or contributed to the event (device inspected prior to use with no issue noticed).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dislodgement). No results available since no evaluation was performed (device or procedural images have not been returned for review). Evaluation conclusions: inherent risk of procedure (dislodgement). Unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).

Event description:
It was intended to use a resolute integrity 2.75 x 22 mm drug eluting stent to treat a 22 mm lesion in the cx vessel. The lesion was described as moderately tortuous, moderately calcified and had 50 % stenosis. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. The lesion was pre-dilated with a non-medtronic balloon twice at 9atm for 10 seconds each time. 30% stenosis remained after pre-dilation. Resistance was not encountered during the procedure. It is reported the stent was positioned and the balloon was inflated in the lesion. However deployment failed. The stent catheter was then removed and it was discovered that the stent was pushed back on the shaft and the balloon was inflated. The guide was coaxial to the artery. Excessive force had not been used during the procedure. No reported patient complications.